Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to temporary malfunction of the examination lamp or lighting failure.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, a lamp error e105 occurred and the examination lamp of the subject device was not lit up. The user was able to solve the problem by himself and the device had been used. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.